Event description:
Routine complaint investigation after a complaint was received stating that the consumer was unable to recalibrate the meter to test the blood sugar before bedtime when the device gave them an error message to do so. The error message given would be approriate if the consumer had used all of the lot of test strips but per the consumer, patient was only halfway through the pack of strips. Being unable to test, the consumer experienced a hypoglycemic event in the early morning requiring medical intervention. No report of death or serious injury was associated with the event.